Manufacturer narrative:
Initial reporter phone no.:(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed the disconnection occurred at the level of the access luer connector. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of a prismaflex m150, the access line was observed to be disconnected from the access blood port and an air alarm was triggered. The treatment was disconnected and the blood was returned to the patient. The luer connector and the blood port was reported to be screwed on tightly. There was no patient injury or medical intervention associated with this event. No additional information is available.